Manufacturer narrative:
H3: a hardware analysis motor battery charger was completed to determine the probable cause of the issue. Analysis found and confirmed reported issue "system will not power on or off." Failed visual inspection. Electrically overstressed component was found on board making it unable to complete bench test. Fdccodes: 4307 fdmcodes: 10 fdrcodes: 120. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h3 additional information) a motor battery charger was returned and is under analysis at the time of filing. D11 additional information) lot number of concomitant product bi71000524 is rev. 1 : s/n n/a. Additional concomitant product: product ID: bi71000163, serial/lot #: rev. 2 : s/n (B)(6) h6) fdm 4118, fdr 3233, fdc 11 are associated with the returned battery charger analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000125 , serial/lot : n/a , quantity: 4. Product ID: bi71000126 , serial/lot : n/a. Product ID: bi71000581 , serial/lot : unknown. Product ID: bi71000524, serial/lot : unknown.: a medtronic representative went to the site to perform a system check out and they found that the image acquisition system would boot up and then suddenly shut off, while displaying a critical battery error. The representative replaced the motor battery charger and motion batteries to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not power on or off. There was no patient involvement.